Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: 'panel connection lost' occurred several times. Health effects: none observed or reported, clinical signs, symptoms, or conditions. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.